Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed high, out of range high voltage lead impedance after post-implant. The device was reprogrammed and impedance values returned back to normal range.